Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 48 cm distal to the is-1 connector pin. Only the distal fragment was received for analysis. Multiple abrasion marks were noted along the lead body. The insulation was intact. Furthermore the shock coil was found deformed which most likely resulted from the extraction procedure. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This lead was explanted due to high thresholds and dislodgement. Should additional information be received, this file will be updated.